Manufacturer narrative:
On april 1, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received the following information with the device: date of event was (B)(6) 2019. Field b3 has been updated on this form. Replacement devices used on (B)(6) 2020 were catalog number 7611926; serial number (B)(6)on the left side, and catalog number 7559407; serial number (B)(6) on the right side. On april 11, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel siltex mod-rnd 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 15, 2021, mentor became aware that left side serial number is (B)(6), and right side serial number is (B)(6). Hence, this report is for the patient's right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade iii. (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 275 cc mentor memorygel breast implants on both sides and experienced bilateral capsular contracture; baker grade iii. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient's side implanted with lot number 6465347.